Event description:
Four weeks after implantation of the dura patch dura substitute, the pt developed pseudomeningocele. Exploration of the wound was conducted in 2003 and it was found that the dural implant was intact on the sides but completely absent in the center. A shunt was put in place at that time.